Event description:
It was reported that the pt experienced pyrexia in 2008 and a "red flare" around the pump. The pt was seen in the emergency dept and was admitted to the hospital. Meningitis was initially suspected, and antibiotics were started. Subsequently,a urinary tract infection was diagnosed. Meningitis was not detected in the spinal fluid as of the next day. The pyrexia resolved. The spinal fluid was re-evaluated, but meningitis was still not detected per the initial report. It was later reported that the pt's spinal fluid analysis was positive. The pump system was to be removed. Per this report, the pt had not recovered.